Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was received in with a rebounding tidal volume, instruction label is broken, cracked small knobs and a bent front panel. Cannot duplicate reported problem. Function switch buttons/selections are working and cycling as intended. Replaced function switch as a preventive measure. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the manual ventilation button became stuck. Unable to select CPAP (continuous positive airway pressure) function and unit was cycling when the selector was turned off. There was no delay in therapy. There was unknown patient involvement and unknown patient harm/adverse event reported.